Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The repositioning surgery was successful. The recipient is reportedly doing well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration. The recipient presented with decreased performance. Imaging confirmed electrode migration. Device testing revealed results within normal limits. External equipment was exchanged; however, the issue did not resolve. The recipient underwent repositioning surgery on (B)(6) 2025.